Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the pump was being updated after a refill, when the update stopped and communication was lost. The communicator and clinician programmer then could not reestablish communication with the pump to update it. The provider used a second tablet to connect to the pump. When they did this, a seven minute motor stall had occurred and all the pump programming with the exception of the drug information had cleared. They redid programming the pump and then were able to successfully update the pump. The issue was resolved at the time of the report.